Event description:
It was reported the gastrointestinal videoscope exhibited an image with snowflakes. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed based on the results of the investigation, the suggested event most likely occurred due to a faulty light guide plug which resulted in a noisy image. Should additional relevant information become available, a supplemental report will be submitted.